Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the atrial leadless pacemaker (lp), it was noted that the helix stretched. The lp was not used and a new lp was implanted. The patient was in stable condition.